Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the leaflets. The mr was not reduced significantly so it was determined that the clip would be removed from the patient and the procedure would be discontinued. It was identified on the transthoracic echocardiogram (tte) that there was a small chordal rupture at the posterior-2 (p2) location. The final mr remained at grade 4. There was no clinically significant delays reported.